Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead that was implanted on (B)(6) 2025, during a routine follow up visit it was noted that there was loss of capture (loc). A fluoroscopy was performed, and it was found that the lead had dislodged. As a result, the patient underwent a lead replacement procedure on (B)(6) 2025. No additional adverse patient effects were reported. This lead has not been returned.